Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt or staff injury was reported.

Event description:
The customer reported that one of the screens of the 7900 system was bad. No pt injury was reported.